Event description:
Notified that pt's tube required replacement today (B)(6) 2018 by ir with a 22 fr g tube secondary #1. The cap was not closing #2. There were two pin holes in the distal end of the tube near the connector placement.